Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging symptoms of lung disease and reduced cardiopulmonary reserve. The reporter reporting an allegation of death. In addition, there is an allegation of nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting and inflammatory response. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
Device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging symptoms of lung disease and reduced cardiopulmonary reserve. The reporter reporting an allegation of death. In addition, there is an allegation of nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting and inflammatory response. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer observed an unknown contaminant was observed on the top enclosure, around the keypad, in the crevices of the front/display panel, on the exterior of the rear panel around the iso port, and on the interior and exterior of the bottom enclosure. A they observed dust-like contaminants on the top enclosure, front panel, rear panel, iso port, bottom enclosure, blower, blower seal, and blower box. They observed dried liquid spots with potential mineral deposits on the iso port, blower, and blower box. They observed hair-like particles on the blower seal. They observed p4 has rust/corrosion to it, likely due to liquid ingress. Inv1023 addresses the issue of liquid ingress to the p4. They observed a blue colored piece of plastic-like material, possibly a piece of a filter retention clip, on the bottom interior of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were two errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was not able to confirm the customer's complaint. Evaluation method code grid, evaluation results code grid component code grid and conclusion code grid have been updated.